Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain and visibility/palpability.

Event description:
Healthcare professional reported right side ¿increased volume and breast pain", "intra and extracapsular rupture of an implant", "ganglion with silicone in the armpit¿, "benign-looking calcium" and "inframammary folds" diagnosed via ultrasound. Device remains implanted.